Event description:
It was reported that the patient received inappropriate shock for sinus tachycardia. Change was made to the patient medication treatment, and patient was advised to avoid overly strenuous activities. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.